Event description:
Stuck on fibrin, everything came out. This may be an operator issue or a new product issue. I have given the rep a heads up for case support to see if it is something on our end. I also talked to her and she said it was a new device for them to use. This is the second incident like this. Manufacturer response for mynxgrip, device closure vascular mynxgrip 5f (per site reporter). The tech has contacted the rep.